Event description:
Facility reported to (B)(4) service and repair: the trigger and spring popped out of the battery reamer drill. This event occurred during an unknown surgical procedure on unknown date in 2013. Another drill was obtained by the surgeon and procedure was completed with no further problem and no harm to patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Date of event: unknown date in 2013. Lot number: cannot be verified as synthes. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The customers complaint that the trigger and spring popped out of this device was confirmed. A visual assessment was performed which confirmed complaint. This is due to improper handling. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.